Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of a prior endovascular repair with a medtronic afix graft and a vela cuff. Gore® excluder®aaa endoprosthesis were implanted to treat a proximal type I endoleak due to suspected migration of the medtronic devices. Pre-treatment maximum aortic diameter measured 52mm. On (B)(6) 2024, the site reported the patient had a type iii endoleak. On (B)(6) 2024, the patient underwent other treatment or procedure for the type iii endoleak. The patient tolerated the procedure. Additional details have been requested.

Manufacturer narrative:
Additional devices that may be associated with this event include: rlt231412/13890164, (UDI) (B)(4) pla230300/14017446, (UDI) (B)(4). Patient medical history includes but is not limited to: hypertension, peripheral vascular disease. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.